Event description:
It was reported that the charger for the ilet system stopped functioning, with no indicator light and no charging despite attempts with multiple outlets and cords, and replacement supplies were shipped after troubleshooting was completed. Symptoms included no clinical effects. Outcomes included no alerts or alarms and no impact to blood glucose. Investigation included review of user-reported troubleshooting and device use. Investigation of this case revealed a charger malfunction consistent with failure to power on, with the affected component identified as the external charger. It was concluded, based on previously established findings for similar reports, that the cause was a defective charger consistent with component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.